Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that the power supply was replaced to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician at a user facility reported that the 2008t hemodialysis (hd) machine had a discolored power plug. The plug was found to be discolored and one of the prongs on the head piece was burnt. Follow-up information from the facility¿s on-site biomedical technician revealed that the plug was original to the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or any other individuals as a result of this malfunction. No smoke was observed, and no flames or sparks were visible. No damage was identified to any other system components. The biomed stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power supply to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.